Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had retention prior to the device. Rep spoke with the patient and their daughter was going to be meeting with the health care provider (hcp) on 8/4/2025. Rep also spoke with the hcp after the patient's appointment. Hcp told me that the patient's incomplete emptying and needing a catheter was not due to the device but rather other medical complications the patient had going on. It was unknown if catheterization was patient standard of care prior to implant.

Event description:
(B)(6) 2025 (B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's bladder wasn't emptying properly and had to have a catheter. Caller stated that they last saw the urologist on november and had made an adjustment with the therapy setting. The caller also stated that a representative (rep) recommended them to a new hcp. Caller stated that the patient has an appointment with the hcp today and is requesting a rep- to assist them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.